Manufacturer narrative:
Additional information: section h imdrf annex codes d4 & h4: serial number, unique device identifier and manufacturer date not available. Correction: section b describe event or problem, section d medical device catalog, medical device brand name, medical device model, concomitant med prod data upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed to open. The field service engineer manually opened the bins, reset the red level, and performed a power cycle to restore normal operation and checked functionality through hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator drawer was failed to lock. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to lock. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.